Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain how the device did not work. Once the surgeons were ready to fire the stapler, the staples did not come out from the pockets. Where within the gap setting scale was the orange indicator prior to firing? Unknown but use more than 80 staplers per year. What confirmation was received that the device was fully fired? They did not listen to the audible feed back. Did the device staple? No. Were there any staples missing from the staple line? Unknown. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Unknown. If the device fully cut, were both tissue donuts present? Unknown. If the device fully cut, were both donuts complete? Unknown. After firing was the adjusting knob turned ½ to ¾ revolutions? Unknown. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Unknown. Was a leak check performed? Unknown. Was a leak identified? If yes, how was done to control the leak? Unknown. How was the procedure completed? With another 29 mm device.

Event description:
It was reported that during a laparoscopic colectomy procedure, the stapler was well-positioned, but did not work. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n57g62. The analysis results found that the ecs29a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.